Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: tp1a.220624.014.s908usqs3cwf2 hardware: sm-s908u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026. The patient noted elevated blood glucose levels while wearing the pod for an unknown duration, although the exact blood glucose values were not provided. The patient also reported communication issues with the dexcom g7 continuous glucose monitoring sensor. The pod generated "sensor not found" and "missing sensor values" error messages. Symptoms reported include vomiting and nausea. No treatment details were available; however, the medical professional ordered diagnostic tests. The patient was released the following day on (B)(6) 2026. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.